Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that on (B) (6) 2010, the catheter was inserted via the subclavian vein. When the tip was advanced into the superior vena cava (svc), the tip of the catheter perforated the vessel and the catheter was exchanged. The user has understood incorrect technique caused the perforation and this event was not due to a catheter defect. There were no reported pt complications. Additional info received on 3/4/2010 from arrow (B) (4) stated the intervention that is referred to is that the catheter was replaced. There was little blood loss and to date the pt outcome has not gotten worse. According to the sales rep, the user has admitted that this event happened as a result of user error and does not want to disclose much info.